Event description:
It was reported that the patient experienced vomiting following a generator replacement the previous day. After returning home, the stimulation felt stronger, and symptoms began after resting. Use of the magnet did not stop the stimulation. The patient visited the emergency room due to this event. The device was reprogrammed to tolerable settings, which resolved the symptoms. No other relevant information has been received to date.